Event description:
Pt was described as a female who applied product to lower abdomen sometime in 2008 for a period of approximately 2 hours. Burn had developed and later presented to hospital where it was diagnosed as second degree with eschar formation. Medical treatment including surgery and wound care were performed. After some time, wound did not fully heal, and an enterocutaneous fistula developed along with sepsis. Over the next months, pt received multiple courses of antibiotic therapy as well as nutrition via tpn, and required multiple hospital and long term care stays. Pt was also diagnosed with dvts and rectal cancer. Pt's condition continued to worsen and expired in 2009.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis.